Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the testing instrument in question on 15feb2019, and found the instrument test wells in question were visually negative, with no red blood cell adherence. The event log showed no errors during testing, and the camera images were aligned and focused. An immucor field service engineer (fse) visited the customer site on 19feb2019 to assess the testing instrument in question and determined that the instrument was operating as expected. The immucor internal report record number for this report is (B)(4).

Event description:
On (B)(6) 2019, a customer reported an unexpectedly negative antibody screen on an echo lumena instrument.